Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system. The caller reports the patient had a stroke, and was admitted to the hospital for 6 days. A comparison lab returned as 1.9 inr approximately 2-3 hours later. No treatment information provided. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device was not returned.